Event description:
Another instance of "ventilator failure" occurred and was captured by the anesthesia staff. Anesthesia staff captured an image to show biomed staff as well as ge healthcare field service engineer, as they were unable to recreate the issue in either of the previous instances and were not sure what to look for. I was contacted for this issue and again, reached out to ge healthcare for assistance. At this point, the first ge healthcare field service engineer seemed to have some idea of what may have caused the issue, noting that she believed it to be related to a wire/cable that connects to the breathing system. Staff reseated the wire in an attempt to resolve the alarm, which did not fix the problem. From there, the two determined that the ventilator failure was related to the anesthesia control board on both machines. The incident was escalated. Staff member was unable to source the necessary parts due to warranty issues, so I reached out to ge healthcare senior sales specialist and left a voicemail. He never responded directly, but another ge healthcare representative eventually reached out and helped escalate the issue further. It took several days to get the first anesthesia control board, then the second board followed soon after.